Manufacturer narrative:
The best estimate date is during 2017. The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who had a zxt525 13.0 diopter intraocular lens (iol) implanted in their left eye (os) is not presenting good results. It was planned for the patient to let -0.14 of residual cylindrical and +0.19 of spherical, however, the current refraction is +3.0 -3.75 20/25 j6. The patient still reportedly had low visual acuity for far and near vision. The physician has used the optical biometer, calculations on the calculator jj and barret besides the topography to decide what lens to be implanted. Reportedly, the doctor found out that the lens was not in the correct axis, so a lens repositioning procedure was completed on (B)(6) 2017. Post-operatively, the patient and physician are happy and the patient is seeing 20/25 j2. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed for evaluation since it remains implanted . The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of complaints was performed on 14-dec-2017. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.